Event description:
A man was being tracheally suctioned by his wife. Bleeding occurred as a result of the suctioning procedure. When the catheter was withdrawn from the trach tube, it was inspected and a "jagged edge" was seen. The catheter was discarded, no report was made by the family until 12/23/93 when a routine order for supplies was placed.